Event description:
It was reported that there were concerns regarding a premature battery depletion. Data analysis was performed, and it was found that there was an increase in power consumption. A boston scientific technical services (ts) consultant recommended that the device be replaced. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns regarding a premature battery depletion. Data analysis was performed, and it was found that there was an increase in power consumption. A boston scientific technical services (ts) consultant recommended that the device be replaced. The device was explanted and replaced. No adverse patient effects were reported.